Event description:
This report addresses a leak issue. The customer contacted baxter's technical service center to report an issue of check lines and bags alarm while on a home choice (hc) device during priming. The home patient (hp) stated that he disconnected the bags to see if the solution will come out. The hp stated that some solution leaked out, he cleaned that up already. The baxter technical representative (tsr) explained the alarms to the hp and explained to start over with new supplies because the hp had disconnected the bags. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance spoke with the hp regarding the leak issue. The hp stated that there was kink in the patient line that caused the alarm and he disconnected to check out the kink issue. The hp started over with new supplies and discarded the old supplies. No lot number provided. The hp is aware that it is recommended not to disconnected during therapy to avoid any contamination. The hp is continuing therapy at this time.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint was confirmed for leak. The cause was determine to be use error- disconnecting the solution bags . A labeling review found the patient at home guide to be adequate for use/user error related to this incident.